Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 47-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 47-year-old female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 47-year-old female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: the follow information were updated lawyer's reporter, patient's details, pregnancy yes, pregnancy information, lot number, pelvic pain female, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, perforation of organ, uterine perforation, fallopian tube perforation, allergic reaction, autoimmune disorder nos, headache, chronic fatigue, weight fluctuation, hair loss, tooth loss, depression, anxiety, mood swing, medical device removal was deleted and added as non-drug treatment on pelvic pain female. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterine perforation") and perforation ("perforation other organs") in a 47 year-old female patient who had essure inserted (lot no. 50688851) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy") and medical device monitoring error ("essure & novasure ablation performed together"). The patient had a medical history of arthralgia, adenomyosis, parity 2 (2009-vavd g2-2011-svd), gravida ii, sulfonamide allergy (hives), penicillin allergy (rash), parity 2, gravida ii and overweight. Previously administered products included: mirena, mirena and oral contraceptive nos. The patient had a family history of diabetes (father), hyperlipidemia (father), osteoarthritis (father), hypertension (mother), cancer (grandparent), coronary artery disease (grandparent) and anxiety (sister). Concurrent conditions were listed as weight gain, dysmenorrhea, hot flashes, memory disturbance, skin disorder, anxiety, weight gain, abdominal bloating, menses irregular, penicillin allergy, nausea, adenomyosis and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy & bilateral salpingectomy, hysterectomy & bilateral salpingectomy and on (B)(6) 2013 endometrial ablation ). Essure was removed on (B)(6) 2020.at the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood swings and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.197 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: there has been a previous endometrial ablation with an irregular contour to the endometrial canal, especially in the region of the cornea on the right. Post essure there is no evidence of filling of the fallopian tubes; on (B)(6) 2020: there has been a previous endometrial ablation with an irregular contour to the endometrial canal, especially in the region of the cornua on the right. Post essure there is no evidence of filling of the fallopian tubes [pathology test] on (B)(6) 2013: specimen submitted: 1. Endometrium, sampling 2. Intrauterine device gross description: a white plastic t shaped iud with a suture attached to the end that measures 5.3 cm in length. No tissue is grossly identified. No sections taken. Diagnosis: 1. Endometrium, biopsy: - very scant endometrial glands with extensive stromal decidualization - negative for hyperplasia 2. Intrauterine device, removal: - plastic t-shaped iud (gross only); on (B)(6) 2020: clinical data: pelvic pain, essure. Specimen submitted: 1. Uterus, cervix and bilateral tubes, and essure coils 2. Labia biopsy, left, labia majora 3. Labia biopsy, right, labia minora diagnosis: 1. Uterus (with cervix), bilateral fallopian tubes and essure coils; total laparoscopic hysterectomy, bilateral salpingectomy and essure coils: endometrium with changes consistent with previous ablation, unremarkable cervix and fallopian tubes 2. Skin, left labium majus; biopsy: benign intradermal nevus 3. Skin, right labium minus; biopsy: predominately intradermal nevus gross description: the specimen is received in a formalin-filled container labelled with the patient's addressograph and "#1 uterus, cervix, bilateral essure coils, bilateral fallopian tubes¿. The uterus is received with the left fallopian tube attached. However, the right fallopian tube is detached. At the point of the remaining stump of right tube that is attached to the uterus, there is a focal area of hemorrhagic discoloration (2.2 cm transverse x 1.3 cm anterior to posterior). Detached right tube: the tube is opened longitudinally, and no metallic coil is grossly identified within the lumen. The stump of right tube which is attached to the uterine body (2.5 cm in length x up to 0.5 cm in diameter) is associated with a previously described hemorrhagic discoloration. Within the stump of tube attached to the uterus, a metallic coil is grossly identified. The coil extends into the uterine body up to 1.2 cm. Left fallopian tube: the tube is cross sectioned, and a metallic coil is grossly identified at 4.8 cm from the fimbriated end and grossly extends approximately 0.8 cm into the uterine body. Tissue surrounding the metallic coils is submitted for evidence purposes. [Pregnancy test] on (B)(6) 2020: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. New event medical device monitoring error was added. Lab data including (surgical pathology report) added. Medical history, historical drugs, concomitant condition & concomitant drugs are added. Patient information & essure removal surgery name added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.